Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that restarting the navigation system restored functionality. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system display would change which portion of the application software it was in navigation. It was noted that the touchscreen was unresponsive to prompts from the user. It was noted that the mouse was unplugged without resolution. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the event is a known anomaly tracked in a test track record. If information is provided in the future, a supplemental report will be issued.